Manufacturer narrative:
Initial and final MDR 1894366- MDR 3003442380-2024-09970- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use.the blood glucose level of the patient ranged between 200 to 300 mg/dl. Moreover, the infusion set was used for less than 24 hours. No further information available.